Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported the ventilator displayed a technical failure 300 alarm. No patient involvement was reported.

Manufacturer narrative:
The device log files were returned to zoll technical service for evaluation. Log review identified tf316, tf545, and tf300 alarms occurring together on 1/6/26. The occurrence of these alarms indicated the inspiration block required replacement, which resolved the reported issue. The removed inspiration block was then returned to the zoll failure analysis lab (fa lab) for further evaluation. During the evaluation, the reported issue could not be replicated. The inspiration block passed full functional testing, including extensive verification testing. Therefore; a definitive root cause cannot be determined at the component level.